Event description:
It was reported that the patient¿s blood glucose levels increased close to 400 mg/dl after approximately 4-24 hours of wear on the arm. The patient further reported that the skin at the infusion site appeared slightly red and sore, noting that the reaction is typical of pod wear. No medical intervention was reported. The device was returned for investigation, and an external cannula tear was identified.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms, timeouts, or drive stalls that would indicate an issue with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: ap3a.240905.015.a2.g996u1uesghyf1. Hardware: sm-g996u1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.